Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The cpu to display cable and hpdu board connections were re-seated to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1505-9000-000 critical care ventilator experienced a display problem. 1 event was reported for no display during ventilation resulting in automatic pause to ventilation. The report was received from a single source. The reported event did involve a patient. There was no patient information available.